Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found full breached degradation breaching the outer insulation and exposing the outer coil located adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures but found an internal short consistent with procedural damage.